Event description:
Rptr bought product for comfort and durability as well as for effectiveness with as much sensitivity as possible. Rptr's husband has had the protective skin since birth and when he tried the product it was very difficult to keep in place at first, but when he managed to somewhat, it was very uncomfortable to the point where he could no longer withstand it.